Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01799 / 01809).

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately six (6) years post-implantation due to allegations of pain, tissue destruction, bone destruction, metal wear, metal poisoning, and limitation of daily activities. During the procedure, the modular head was removed and replaced with an active articulation bearing. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the outer radius of the head to be scratched and scuffed consistent with metal on metal construction. The head remains assembled with a taper adapter. Yellow debris was observed inside the taper. The exposed surface of the taper is also scratched and dinged around the circular cut outs. The additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: failed mom hip w/ change of femoral head. Estimated blood loss: 150cc (p1). Pt placed in supine with both le in axial traction (p2). Fluid aspirated and sent for cultures. Fluid not discolored (p2). Acetabular component found to be stable and stem stable and well fixed (p2). Patient returned to operating room. Active articulation poly assembled with a 28mm ceramic head with ts sleeve with 12/14 taper. Noted to be stable, reduced and internally rotated. C-arm fluoroscopy confirmed placement (p3). No fractures noted (p3). Legal allegations: pain, tissue destruction, bone destruction, metal wear, metal poisoning, and limitation of daily activities. The additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.